Event description:
During an initial implant procedure, the helix of the right ventricular (rv) lead was noted to be prematurely extended. A new rv lead was used to resolve the event. The patient was stable.